Manufacturer narrative:
(B)(4). The cause for this report of peritonitis was due to use error, poor aseptic technique. A batch review was performed for the potentially associate lot numbers (h10i26012, h10j13019, h10k27058), with no defects noted. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This is report 1 of 3 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a nurse in (B)(4) of poor technique and peritonitis coincident with dianeal pd4 ambuflex and extraneal viaflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (frequency, and dose not reported) and extraneal viaflex (frequency, and dose not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the patient's nurse reported the following. On an unreported date, the patient was performing therapeutic pd with poor technique. On (B)(6) 2011, the patient experienced peritonitis. The patient's nurse reported the patient "needed a full month of antibiotics" for remedial treatment (unspecified antibiotics). Dianeal and extraneal therapies were ongoing. At the time of this report, the patient was recovering. Per the nurse, the peritonitis was not related to dianeal and extraneal therapies, rather the peritonitis was caused by the poor technique. The nurse did not provide an opinion of causality for the event of poor technique.